Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced blood glucose fluctuations, including a low of 40 mg/dl and a high of 300 mg/dl, over a 12-hour period. The user remained connected to the ilet for insulin delivery and was advised to consult their healthcare provider for ongoing management. No outside medical intervention was required.